Event description:
Per the clinic, the device was explanted on (B)(6) 2015, for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, may 27, 2015.

Manufacturer narrative:
No further information was made available. This report is filed august 14, 2015.

Manufacturer narrative:
(B)(4).